Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having loose teeth that are creating bleeding within my retainers anytime suction is being done, for example drinking a caparison or kissing my top aligner if filled with blood.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.